Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.10d. The pump was received with a cracked case (battery tube), and broken battery tube threads. Unit p-cap / test reservoir locked properly in place. The pump passed the displacement test.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.